Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred during the load process. There was no reported impact to the customer's blood glucose level. The customer has manual injections available as alternate insulin therapy.